Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation of the device. Bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery t1 was deployed succesfully, but t2 could not be deployed, t1 was not removed from the lm posterior segment. T2 implant and suture were removed from the body. Back up device was available to complete the surgery. No patient injuries or significant delay was reported.